Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 239 mg/dl, result in the 200's, and 129 mg/dl. No treatment taken based on results. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.